Event description:
The hospital reported that during an endoscopic vein harvesting procedure, five short port btt black inflation valves dislodged when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloons would not remain inflated. The harvester worked around with the valve on the fifth short port btt and was able to keep the balloon inflated. The procedure was completed. The hospital did not report any pt complications. This report is for the third device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).